Manufacturer narrative:
(B)(4). Batch # t5dg3x. Additional information was requested, and the following was obtained: can you please confirm if the ""patient has an infection"" is related to the device? Or related to the surgical procedure? The patient has an infection. Was the staple line incomplete (missing staples)? Yes. When was the infection identified? We don't know the clear data, but it was before the operation. Is the infection believed to be related to the issues experienced with the device? No. How was the infection treated? No further information is available. Was a complete transection of the white breakaway washer visually confirmed? It was unknown that the surgeon confirmed it visually, but the surgeon commented that the washer was cut completely, and the feeling of fire was no problem. What is the current status of the patient? The patient is stable. No further information will be provided. Per photographic evaluation: upon visual inspection of a photo the following was observed: the photo shows a device from top view; however, the washer could not be observed. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired properly on the rectum. The front wall of donuts was missing a distance of about one or two stitches when the surgeon checked the target tissue after the firing. Additional hand suture was performed to complete the case and the leak was not confirmed. There was unknown the malformed stapler, but the surgeon found the uncompleted donuts on anterior wall. The washer was cut completely, and the feeling of fire was no problem. The patient did not need colostomy. There were no adverse consequences to the patient. The patient has an infection. No further information is available.